Manufacturer narrative:
The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6). Testing of actual/suspected device: (10) the getinge field service engineer (fse) who encountered the issue ordered the part and returned on site to replace the fiber optic sensor extension cable, then performed a full pm, safety, calibration, and functionality checks passed to factory specifications. The iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber optic sensor extension cable for the cardiosave intra-aortic balloon pump (iabp) was observed to be damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (B)(4) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis:(B)(4) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.